Event description:
It was reported that intra-op of an avnrt procedure, after ablation the flow rate from the coolflow pump was not going down. It remains on 20 ml/min. It was also reported that error code 258 was shown but according to the user manual of the pump this error does not exist. The pump needs to be checked. After follow up with the customer to obtain detailed information regarding the case, it was stated that the issue was noticed by the physician visually and later on by the error message. According to the physician it was considered a risk to the patient if they apply too much fluid to the patient since the pump did not automatically turned down to 2 ml/min after ablation. The problem was solved by switching the pump off and on. The case was completed without patient consequences.

Manufacturer narrative:
(B)(4). It was reported that intra-op of an avnrt procedure, after ablation the flow rate from the coolflow pump was not going down. It remains on 20 ml/min. It was also reported that error code 258 was shown but according to the user manual of the pump this error does not exist. The pump needs to be checked. After follow up with the customer to obtain detailed information regarding the case, it was stated that the issue was noticed by the physician visually and later on by the error message. According to the physician it was considered a risk to the patient if they apply too much fluid to the patient since the pump did not automatically turned down to 2 ml/min after ablation. The problem was solved by switching the pump off and on. The case was completed without patient consequences. After unit evaluation it was determined that the pcba interface was defective. The issue was resolved after pcba interface replacement. Unit passed functional and safety test. Pm was also performed. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Customer complaint was confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted to the FDA once that the repair record is completed. (B)(4).